Event description:
It was reported while using bd bactec¿ mgit¿ 960 instruments, there were false positive results. There was no report of patient impact.

Manufacturer narrative:
E1. Initial reporter address: (B)(6). Investigation summary: it was reported that the instrument had a false positive results issue. An fse went on site and cleaned the detector board and the instrument was ready for use. The case was closed. The root cause cannot be determined. There was no malfunction of the instrument reported and as such this is an unconfirmed complaint. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.